Event description:
According to the information received, a case of an apparent nickel allergy was reported after implantation of an amplatzer occluder. The patient was treated with steroids and discharged from hospital. Additional information has been requested, including patient information, product/device numbers and implant date but has not yet been received. Should additional information become available, a supplemental report will be filed. All dates have been estimated, including implant and event dates.